Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 0189801012. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues. During a subsequent surgical procedure, fluid loss was identified and attributed to a hole in the tubing, which was noted to be related to the age and longevity of the device. Additionally, air was observed within the device, and the pump was found to be collapsed. The ipp was fully removed and replaced. No patient complications were reported.